Event description:
Several blisters per thermal unit at back (loin) as large as thermal unit classed as 3rd degree burn [burns third degree]. Several blisters per thermal unit at back (loin) as large as thermal unit classed as 3rd degree burn [blister]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) male patient started to use thermacare heatwrap (thermacare lower back and hip, wrap) (8hr) transdermally on (B)(6) 2011 for 4 hours and on (B)(6) 2011 for 4 hours for an unknown indication. Relevant medical history included heart disease (not further specified). Relevant concomitant medication included phenprocoumon (marcumar) taken from an unspecified date at an unknown dose for unknown indication. Relevant past product history was not provided. At an unknown time the patient applied a heatwrap. He then developed several blisters per thermal units at back (loin) as big as the thermal unit. Burning was classed as third degree burn. It was provided that a treatment intervention was necessary, but not a surgical procedure like debridement. The patient's complaints resulting from the adverse event included weeping purulent wounds. The pharmacist considered that the patient will suffer from long-range damage like scars and pain. At the time of report the pt had not yet recovered. Follow-up ((B)(6) 2011): new information reported from a contactable pharmacist included: patient gender, birth date, age at event onset, ethnicity, medical history, concomitant medications, adverse reaction of third degree burn which upgraded the case to serious reportable, treatment and outcome.